Manufacturer narrative:
As per the manufacturer's technical support specialist, the unit has reached end of service life (eosl) so it is unable to be serviced. No parts will be returned as manufacturer is unable to service the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during preventive maintenance (pm) of the device, the unit did not turn on. There was no patient involvement.